Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. The pump was initially plugged into a car adapter charger and customer observed smoke coming from the pump charging port and then pump was no longer able to be charged. Customer¿s blood glucose level was 185 mg/dl. Customer cleared the alarm and will continue to use current pump for insulin therapy until replacement pump is received.